Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the ¿wires¿ of the external neurostimulator (ens) system had slipped out of the patient¿s back and that they had to go back in. The patient stated that the wires got stuck on something and ¿almost pulled out¿ of their back. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.